Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer transfer set was difficult to connect to the patient line of a homechoice cassette. It was noticed that more pressure had to be applied than usual to connect. This event occurred during patient use. Per the care giver, the transfer set had not been in place very long. The care giver confirmed that the transfer set was replaced after the event. There was no patient injury or medical intervention associated with this event. No additional information is available.